Manufacturer narrative:
Follow-up #1: date of submission: 07/20/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2016 with the following findings: a review of the black box data showed a call service 064 alarm. During testing, the pump powered on normally and successfully passed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no call service alarms. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the pump emitted a 064 call service alarm. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a call service alarm issue.